Event description:
The coulter act 5 diff al analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results on a patient specimen. The customer reran the patient sample and recovered higher results for both analytes. The customer considered the rerun results to be correct. No erroneous results were reported out of the lab. No change to patient treatment, no death or serious injury is associated with this event.

Manufacturer narrative:
The specimen was collected in a bd 3ml vacutainer tube. Qc was run before and after the event and recovered within range. A field service engineer (fse) was dispatched: the fse replaced multiple parts, aligned the probe and verified the instrument's performance. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.